Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the non-calcified and moderately tortuous mid left anterior descending (lad) coronary artery. The 12mm x 2.5mm maverick2 monorail balloon ruptured at 10 atms on the initial inflation. The procedure was successfully completed with this device. No pt complications were reported. Pt status is reported as "good".